Event description:
Initial result of a pt creatinine was 12.5 mg/dl. When repeated, the result was 2.2 mg/dl. The pt was not treated based on the incorrect result. The field service rep added an additional wash to the analyzer to prevent reoccurrence of the issue.